Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. There is currently a probable association between the peritonitis event and the reported breach in aseptic technique. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a peritoneal dialysis patient experienced cloudy effluent and drain complications coincident with peritoneal dialysis therapy. After receiving the drain complication error message, the patient canceled their treatment on the cycler and was eventually instructed to use manual supplies to complete their therapy. The following day, the patient was diagnosed with peritonitis. Upon follow up with the peritoneal dialysis registered nurse, the cause of the peritonitis was reported to be a breach in aseptic technique. The breach was further specified as the patient was not wearing their mask while setting up for treatment. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported) and did not require hospitalization for the event. Antibiotic treatment was reported to be ongoing and the patient was recovering from the peritonitis event. Peritoneal dialysis therapy was ongoing. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.